Event description:
It was reported that a user contacted support with a blood glucose of 239 mg/dl that was trending downward and sought confirmation that the pump would remain functional; the user was advised on pump alarms related to insulin depletion and planned to call back if glucose rose or if the pump ran out of insulin. Symptoms included hyperglycemia. Outcomes included no hospitalization, no alerts, and completion of troubleshooting and education. Investigation included call-based troubleshooting and user education. Investigation of this case revealed no device malfunction, no alerts, and no confirmed component issue. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.